Event description:
Caller reported a malfunction on pump. There was no adverse impact to customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted caller with resetting pump, and after resetting, malfunction code did not recur. Customer was advised to continue using pump and to call back if any malfunction code reappears, which caller understood and acknowledged.